Manufacturer narrative:
Eval summary: the product was returned for analysis and the reported haptic pulled out was observed. Blood and solution was observed on the returned product. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of blood and surgical solution, the damage is potentially related to customer handling. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).

Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, he noted the haptic was detached from the optic. He removed the lens and at that time, a posterior capsule tear occurred. A back-up iol was not implanted and the pt was referred to another facility/surgeon. Additional info has been requested.